Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor sensing and pacing after fixation. The lp was removed and a sprung helix was observed. After fixation, the replacement lp prematurely separated from the delivery catheter. Normal pacing and sensing was observed and the second lp remained implanted. The patient was discharged following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capture issue and sensing issue were not confirmed while the event of stretched helix was confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was out of specifications. Further analysis performed, including output verification and sensitivity test which showed normal device characteristics without any anomalies contributing to reported events of inadequate capture and sensing issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.